Manufacturer narrative:
It was reported that during the installation of an ECMO, at the time of peripheral arterial cannulation, the guidewire became unstressed when it was withdrawn. The event occurred during patient use. It was reported this is an isolated incident. There were no consequences for the patient. No harm to any person was reported. The lot number of the affected pik set was not provided by the customer. Therefore, DHR (production records) review could not be performed. The customer provided below additional informations for this complaint: it was reported that the thread has started to unravel. It is unknown at this moment if the customer retract the guidewire while the puncture needle was in the vessel. There were not any defects or damage detected on the product before use. The customer has not modified the product. It is unknown at this moment if the customer removed the introducer once the guidewire was removed. The customer did not feel any resistance during insertion. There is no evidence of excessive tension and pressure being applied to the product during use. It is unknown at this moment if the customer move the cannula from the correct position during guidewire removal. The product was investigated in the laboratory of manufacturer. A kink and an unwinding of the guidewire can be observed from the laboratory documentation. The origin of the unwound wires is caused in the kink, therefore the kink is assumed to be the main issue of this complaint and is most likely related to a user error while a retraction of the guidewire through the puncture needle. The most probable root cause for this complaint is a user error while application. Kinks happen commonly when the guidewire is falsely retracted through the sharp puncture needle. There is a warning notice in the IFU specifically pointing out this error. IFU pik, g-137, v06, ¿application¿, page 11: "caution! To prevent the guide wire from being damaged, do not retract it whilst the puncture needle is in the vessel." The reported failure "the guidewire became unstressed when it was withdrawn" can be confirmed but could not be linked to a product malfunction. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that during the installation of an ECMO, at the time of peripheral arterial cannulation, the guidewire became unstressed when it was withdrawn. The event occurred during patient use. It was reported this is an isolated incident. No harm to any person was reported. Complaint #: (B)(4).